Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hyperglycemia and customer believed that the insulin pump was not giving enough insulin. Customer's blood glucose level was 400 mg/dl. Customer was assisted with troubleshooting. The devices will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6). It was reported via phone call that the customer was unsure if the insulin pump was in auto mode or not during the high blood glucose level.